Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked underneath the strain relief, approximately 1.0 cm from the hub. The device was fractured approximately 41.4 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max ace was kinked and fractured in the proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is removed from the packaging hoop with force at an angle, it is likely that damage such as this may occur. These devices are 100% visually inspected from damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). Upon removal from the packaging, the 5max ace was found broken and was not used. The procedure continued using a new 5max ace.